Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a 45-day follow-up transesophageal echocardiogram (tee). The imaging showed that the closure device had shifted proximally and tilted on its side. There is a very small leak that was noted to be present. No intervention or treatment was performed. The patient will have another follow-up tee procedure at six (6) months post procedure.